Event description:
It was reported that the patient complained of tenderness and pain at the implantable neurostimulator (ins) site. There was a revision and the ins was implanted deeper and slightly higher than the original site in order to minimize tenderness. The outcome of the event was not provided; follow up has been conducted for additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3550-29, lot# n445308, implanted: 2014-(B)(6), product type accessory. Product ID 9 77a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6). Product type lead. (B)(4).